Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the final step of valve rel ease, one of the paddles on the valve remained attached to the delivery catheter system (dcs). The implanting physician attempted to rotate the dcs in order to release the paddle. The paddle was stuck. The release caused the valve to dislodge. Subsequently, a second transcatheter valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-23, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.